Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing near syncope. On device interrogation it was observed that both the right atrial (ra) and the right ventricular (rv) leads exhibit under-sensing, noted on electrogram. Possible t wave over-sensing was also noted on the rv lead. It was further reported that the ra lead had dislodged and pulled back into the superior vena cava. The rv lead exhibited unstable increasing thresholds and the lead was visually pulled back on x-ray. Low r waves were also noted. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.